Manufacturer narrative:
The teal has ul electrical safety approval, and the risk of injury to a patient is remote. This is associated with internal complaint record. Voluntary medical device recall report was filed. It has been classified as a class 2 recall. Pms issued mandatory field change order to correct this issue. The root cause of the issue is a component failure on the vended device.

Event description:
The clinic was evacuated due to a fire in the CT dept. Fire department and police would not let any one in until this monday. The fire was initiated by malfunction of the CT scanner's power conditioner. Aka teal power conditioner unit. The unit was damaged and, there was damage to the site as well.